Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to retrieve cassette, advised to set up with new supplies and notify the nurse about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed as it was identified during review of the alarm log. A cause was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.